Event description:
Patient reported left side intracapsular rupture diagnosed via ultrasound and MRI, 'persistent pain, breast tightening', and capsular contracture grade ii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side intracapsular rupture diagnosed via ultrasound and MRI. The device remains implanted.

Event description:
Patient reported left side intracapsular rupture diagnosed via ultrasound and MRI, 'persistent pain, breast tightening', and capsular contracture grade ii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.